Manufacturer narrative:
The vascade mvp was not returned for evaluation as it was discarded by the user facility. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. Haemonetics is still attempting to obtain additional information regarding this matter. If any additional information is received this report will be supplemented accordingly.

Event description:
It was reported that a patient presented to their healthcare provider (hcp) 11 days post an interventional procedure with the vascade mvp. The patient was experiencing an access site infection and was treated by an orthopedic surgeon. The doctor will continue to monitor the patient's condition. No further information was provided.